Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Bad right motor. 4 blink on joystick. Customer has been hitting motor with a hammer to get it to run.